Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon does not keep the volume not consistently. The volume would decrease and therefore no measurement result was possible. As a result a new catheter was used successfully. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of balloon slow to inflate / deflate is not confirmed. The returned catheter balloon successfully inflated and deflated per specifications. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that the balloon does not keep the volume not consistently. The volume would decrease and therefore no measurement result was possible. As a result a new catheter was used successfully. There was no patient death, serious injury or patient complication reported.